Manufacturer narrative:
Gehc surgery field service engineer removed and replaced the left monitor. Drop shipped the hand control to the customer. Tested the system.

Event description:
Customer reported the customer reports the left monitor is out, and hand switch is not functioning. The system is not down at this time.